Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, rash and scar underneath sensor pod area only. The reaction was treated with over-the-counter topical polysporin cream and silicone cream. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).